Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in france. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery, a brand-new product had an issue when pressure was applied to the handle to slide the plate into place, resistance was felt as though the plate were too thick. The mesher became stuck and was unable to advance forward. The handle shifted out of position, and the mechanism jammed. As a result, other grafts had to be harvested from the same site and from another site. For the patient (a burn victim), another mesher was used (x6) for a procedure in which the patient should have received a skin graft (x4). This resulted in a loss of opportunity for the patient. There was a delay of at least 1 hour and 30 minutes due to harvesting additional grafts and using other materials. Due diligence is complete.